Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had received open book image displayed on the insulin pump screen. Customer stated that the insulin pump was turned off and when he changed the battery that is when they received the open book image. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) alarm due to main download timeout or external flash crc test failed. Unable to determine the root cause, problem isolated to electronic assembly. Unable to verify battery power loss alarm due to critical pump error (open book image) alarm.